Event description:
It was reported that, three to six months following an orthopedic procedure, the patient developed swelling and popping of the joint. The patient was treated with anti-inflammatories and a series of cortisone injections which provided some relief.